Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event where an infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.